Event description:
During a treatment procedure to place a 12f jugular titanium greenfield vena cava filter in the superior vena cava, the filter did not deploy properly. A second filter was successfully placed without pt complications. Pt status is reported as 'fine'.